Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion it was detected air and occlusion problem. Adverse patient effects are unknown.